Event description:
As reported by (B)(6), during index procedure the angioguard capture sheath did not engage filter. The cas procedure was indicated in a patient with medical history of hyperlipidemia, clinical copd, coronary artery bypass graft and hypertension. The target lesion was a mild calcified, moderate tortuous right internal carotid artery with an arch type ii, 85% stenosis and 7mm of lesion length. During the procedure a precise rx stent was implanted and an angioguard filter was used. During retrieval of the angioguard the filter was not captured by the sheath. There were no injuries to the patient reported. The device will not be returned for analysis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information: ((B)(6) 2012) additional information was received from the site where it was stated that the device was removed with a shuttle sheath and that the capture sheath was unable to advance to capture the filter. Therefore, the event will be coded as tracking difficulty; converting the file to not reportable. No further information is expected to be received.